Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging inaccurate result of "104mg/dl" as compared to another meter's result of "33mg/dl" (accucheck). This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.